Event description:
It was reported that during a brevera breast biopsy procedure on (B)(6) 2025, " the brevera needle was making a very loud noise while firing into the breast and during sampling. The first few samples did not register on the image screen. Patient also started yelling that it was hurting and ended up with a hematoma." A hologic field service engineer (fse) was dispatched and tested the brevera system and functionality of components. The fse determined that the system functions per manufacturer specifications. No further information is currently available.

Manufacturer narrative:
Lot number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant.